Event description:
It was reported that during anaesthesia the pt was hypoxic for longer time. Spo2 was very low, pt fell in unconscious and was resuscitated. Pt was transferred to ICU. The fabius was put aside and the MFR was contacted. After exchange of the filter and pt hoses circuit, the functional test was passed and the fabius was working properly. It was confirmed that the pt filter was completely clogged and also in the pt hoses there were condensed water.

Manufacturer narrative:
The investigation has been started and is ongoing. The results will be reported in a f/u report.